Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, a review of the alarm history showed multiple ¿cs052¿ slave communication error alarms. The pump¿s ¿ez-prime¿ steps were performed correctly, and no ¿cs052¿ alarms occurred during the investigation. 24-hour testing was performed on the pump, and was unable to duplicate the ¿cs054/cs052/sleep¿ alarm complaint. The pump¿s cover was removed, and no intermittent conditions were found to the power printed circuit board.